Manufacturer narrative:
A steris service technician arrived onsite following the report event and found service activities were required. The technician performed service activities, tested the function and operation of the units, confirmed them to be operating to specifications and returned them to service. No additional issues have been reported.

Event description:
The user facility reported that multiple monitors to their hexavue custom room rack's were not displaying images properly. No report of injury.